Event description:
Possible false negative. Customer is concerned about imager not picking up endometrial cells (em) during the 22 fields of view (fov). They are being picked up on qc with a manual microscope. Cytology application specialist (cas) asked to see imager slide but slide was ot available. Cas asked customer to hold discrepant cases for review and will continue to monitor customer site.